Event description:
A report was received that a technician had a hydrogen peroxide contact when removing a wet load from a completed sterilization cycle. The contact occurred on the index middle and ring finger of the right hand. They were treated at the facility e.r. With silverdine creme and the contact area was wrapped. The healthcare worker reported symptoms lasted more than one day, however, the worker was off work for several days.